Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during off label implant of a 29 mm sapien 3 ultra resilia valve in the mitral position (mac), the 29 mm sapien 3 ultra resilia valve moved proximally as the balloon was inflated. This caused the valve to be deployed slightly more atrial than desired. The balloon 'watermeloned' atrial. The movement on the balloon was not due to patient anatomy. It seemed the balloon was mounted more ventricular though in the interior vena cava (ivc) looks symmetrical, which was noted before valve deployment. The valve was slightly proximal to the distal balloon marker which caused the valve to be deployed slightly more atrial than they wanted. There was no extra stored tension in the device. There was noted paravalvular leak (pvl). There was valve alignment difficulty during fine adjustment. Realignment attempts were made to the valve prior to deployment. The team thought a second valve deployed would seal any leak through the open cells so a second 29mm sapien 3 ultra resilia valve was deployed using a second ds, without issue. The tee still showed mild to moderate pvl. The team planned to evaluate and bring the patient back to plug any pvl at a future time. The patient was stable following implant, however expired 20 days post implant. The hospital course was complicated by septic shock, hidradenitis suppurativa, concern for invasive candidiasis or other fungal infection, further complicated by gi bleed and multi organ failure. No definite cause of death documented yet.